Event description:
It was reported that during a carotid artery stenting treatment procedure, a part of the nexstent mr carotid stent delivery system tore off during withdrawal. The physician used a 7f sheath and a 7f guiding catheter and placed a filterwire. The nexstent was delivered and deployed. During withdrawal of the delivery system, the inner catheter tore off. The physician attempted to remove the remaining portion of the catheter from the vessel with several wires and catheters. After two hours, the physician was successfully able to remove the filterwire together with the remaining piece of the stent system in the guiding catheter as a unit from the patient. This event required the patient to have a prolonged hospital stay.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.